Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the procedure, there was a problem with the force of the catheter, the force value could not be zeroed. Meanwhile error code '95' was displayed. A second device was used to complete the procedure. There was no adverse event reported on the patient. Picture provided. Additional information was received on 18-mar-2025. The reported catheter was affected with the noise. The signal interference was observed on all ECG - body surface (bs) + intracardiac (ic) channels. The signal interference (noise) was observed on the carto only. The physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. Additional information was received on 20-mar-2025 confirming that they were not using the recording system. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. This noise/signal issue was originally considered non-reportable, however, bwi became aware on 18-mar-2025 that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm and have reassessed this issue as reportable. The awareness date for this reportable issue is 18-mar-2025.

Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-mar-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. An electrical test was performed and no electrical or noise issues were observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The electrical and force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. In relation to the force issue, the instructions for use (IFU) contain the following information: always zero the contact force reading following insertion of the catheter into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Regarding the electrical issue, the carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).